Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported "progressive deformity and breast pain for the past 10 months", "breasts with significant asymmetry and hardening associated with pain, suggesting baker 4 capsular contracture" and later healthcare professional reported "intact breast implant", "capsular contracture", "bilateral cysts", ¿absence of suspicious uptake¿, ¿progressive hardening and change of shape associated with pain for approximately 8 months¿ and " baker grade of capsular contracture IV". This record is for the right side. Device remains implanted.